Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, the power cable to the vision side cart (vsc) was accidentally unplugged, resulting in the system unexpectedly powering off while the customer was attempting to gain control of minimal bleeding from an unspecified vessel. The customer stated they attempted to reboot the system "multiple times" before the system powered on. However, once on, the customer was unable to gain control of the universal surgical manipulators (usms). Unspecified robotic instruments were removed from the usms with the use of the instrument release kit (irk) without additional tissue injury. Traditional handheld laparoscopic instruments were then utilized to gain visualization and hemostasis of the bleeding vessel. Then the customer elected to convert the procedure to open surgery. The estimated blood loss for the reported bleeding event was approximately 25ml. The customer is unsure during which reboot attempt it was noticed that the power cable was unplugged. The customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) after the event and reported that the system rebooted successfully without errors when they reconnected the power cable. The customer stated they are unaware of any post-operative complications.

Manufacturer narrative:
An isi field service engineer (fse) followed up with the customer who reported the power cord was not damaged and they were using the system with no issues. The fse was dispatched to the customer site to further investigate the reported event. No further occurrences of power loss had occurred. The fse noted that the system power loss was caused by the power cord being accidentally disconnected. The fse performed a thorough system verification. The system was inspected, tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: annex c and d codes.